Event description:
A customer contacted beckman coulter inc. (Bci) in regards to recurring fluid leak from the hydro compartment of the instrument. No injury was reported. No operator was exposed.

Manufacturer narrative:
The customer cleaned up the instrument. A bci field service engineer (fse) did not note any sign of leak. Fse stated that the customer have been running samples on the instrument all day and did not note any error.